Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. Calibration recovered within conformance. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. The customer and system are fully operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician(s). The same sample was reprocessed on an alternate dimension vista instrument and a higher result was obtained, considered correct and reported. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.